Manufacturer narrative:
(B)(4); date sent: 12/8/2022. Additional information received: relationship to study device: causal relationship. Relationship to primary study procedure: not related. Other intervention/treatment: yes. If other specify: dilation will be scheduled.

Manufacturer narrative:
(B)(4); date sent: 11/3/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number 29030, and no related non-conformances were identified.

Manufacturer narrative:
(B)(4); date sent: 1/6/2023. Additional information received: relationship to study device: causal relationship. Relationship to primary study procedure: not related. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2022. Date of dilation : blank - (B)(6) 2022. Dilation performed : no - yes. Indicate type of dilation? : blank - pneumatic. Drug therapy (prescription) : no - yes. Other intervention/treatment : yes - no. End date : blank - (B)(6) 2022. Outcome : not recovered/not resolved - recovered/resolved.

Manufacturer narrative:
(B)(4). Date sent: 10/3/2022 b2 is hospitalization initial/prolonged.

Manufacturer narrative:
(B)(4). Date sent; 6/27/2024. Additional information received. Linx explant : no => yes. Outcome : not recovered/not resolved => recovered/resolved. Did this event result in the subject's discontinuation of the study?if yes, complete the study discontinuation form. : no => yes. Log line 3 updated. End date : blank => 29 nov 2023. New "explant" notification. A device explant has been reported. Please review this event as soon as possible. Event details. Alert date: (B)(6) 2024. Date of explant: (B)(6) 2023. Country of event: us. Model: lxmc14. Device lot number: 29030. Date of implant: (B)(6) 2022. Patient details. Patient identifier: (B)(6). Sex: female. Age (at time of consent): 57 years. Additional event details. Was the linx explant a result of an adverse event per protocol definitions?: yes if yes, choose the primary ae log line, start date and term: #003 13jun2023-dysphagia. If no, what was the reason for the explant? (Check all that apply). Participant had anxiety about implant: no medical need for high field strength MRI or other testing: no participant wishes to have alternative gerd treatment requiring linx explant: no continued gerd symptom: no did not meet participant expectations: no other: no. If other, specify: blank. Describe the technique used for explant (check all that apply). Laparoscopic: yes. Endoscopic: no. Other: no. If other, specify: blank. Were any concomitant procedures performed?: yes describe any notable observations during the explant procedure: extensive scarring.

Manufacturer narrative:
(B)(4). Date sent: 7/5/2023. Additional information received: start date: on (B)(6) 2023, alert date: 29- jun- 2023, country of event: us, model: lxmc14, device lot number: 29030, date of surgery: on (B)(6) 2022, adverse event term: dysphagia. Patient details: patient identifier: (B)(6), sex: female, age (at time of consent): 57 years. Additional event details: site awareness date: 27 jun 2023, end date: blank, severity: mild, is the adverse event serious? No, death: no, date of death: blank, life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: causal relationship , relationship to primary study procedure: not related if related to the procedure, indicate which procedure the event is related to: blank intervention/treatment: none: no, dilation performed: no, indicate type of dilation? Blank, date of dilation: blank, diagnostic intervention: no, diagnostic imaging: yes, drug therapy: no, observation: yes, linx explant: no, other surgical intervention: no, other intervention/treatment: no, if other specify: blank, outcome: not recovered/not resolved. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No, diagnostic imaging: yes, observation: yes, outcome: not recovered/not resolved, relationship to study device: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 11/18/20274.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2025. Additional information : did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form: yes : no.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2025. Additional information: updated: severity: mild, moderate. Updated log line: 3. Updated: severity: mild, moderate.

Manufacturer narrative:
(B)(4). Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Additional information received: patient identifier: (B)(6). (B)(6) hospital. Sex: female. Age (at time of consent): 57 years. Model: lxmc14. Device lot number: 29030. Date of surgery: (B)(6) 2022. Adverse event term: dysphagia. Site awareness date: 13 sep 2022. End date: (B)(6) 2022. Severity: severe. Is the adverse event serious? Yes. Required in-patient hospitalization or prolongation of existing hospitalization: yes admission date: (B)(6) 2022 discharge date: (B)(6) 2022. Drug therapy: yes. Other intervention/treatment: yes. If other specify: IV steroids. Outcome: recovered/resolved. End date : blank - (B)(6) 2022. Discharge date : blank - (B)(6) 2022. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported via clinical trial patient (B)(6) event: dysphagia. Relationship to study device causal relationship. Relationship to primary study procedure: not related.